Manufacturer narrative:
(B)(4). Report source: (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02672, 0001822565 - 2020 - 02673, 0001822565 - 2020 - 02674, 0001822565 - 2020 - 02675, 0001822565 - 2020 - 02676, 0001822565 - 2020 - 02677, 0001822565 - 2020 - 02678, 0001822565 - 2020 - 02679, 0001822565 - 2020 - 02680, 0001822565 - 2020 - 02681, 0001822565 - 2020 - 02682, 0001822565 - 2020 - 02684.

Event description:
It was reported that during incoming inspection at the warehouse, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual examination of the returned products confirmed that 13 out-of-20 contain foreign debris. Twelve pouches contain one loose blue particle, one sterile pouch contains two loose blue particles. All loose particles exceed the .60 sq. Mm size allowed by zpc 8.400 rev.52, as measured with the tappi chart (B)(4). No other packaging defects or damage were noted. DHR was reviewed and no discrepancies were found. The likely condition of the product when they left zimmer biomet is considered no-conforming based on the evaluation of the returned products. The loose blue particles likely came from the excess flash generated during the molding process of the mixing bowl and/or during trimming of the excess flash. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.